Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: customer reports of regurgitation and leaflet tears were confirmed through observed leaflet tears. X-ray demonstrated wireform intact and minimal calcification on leaflet 1. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4 mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal on the outflow aspect. Leaflet 1 had an 8 mm tear near commissure 1 and a 4 mm non-transmural tear near commissure 2. Leaflet 2 had a 6 mm tear near commissure 2 and a 10 mm tear near commissure 3. Leaflet 3 had a 6 mm tear near commissure 3 and an 8.5 mm tear near commissure 1. Leaflets were observed to be thickened and swollen near the tears. Wireform was exposed on commissure 2 and around leaflet 3 on the outflow aspect. Suture holes were visible around the sewing ring. This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA (B)(4). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received information that a 21mm 2900j aortic pericardial valve, implanted approximately fourteen (14) years and three (3) months, was explanted due to aortic regurgitation secondary to leaflet tears. This device was originally implanted for aortic valve replacement to correct aortic stenosis. After an implant duration of approximately fourteen (14) years and three (3) months, the patent visited this hospital for chest pain. Severe aortic regurgitation was detected, and the patient became a candidate for a surgery. This device was explanted and replaced with a 23mm inspiris resilia valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿. The condition of the explanted valve was reported as ¿all three leaflets were torn from the stent posts and prolapsed to the left ventricle aspect. Significant calcification, leaflet degeneration, and pannus were not observed¿. The surgeon commented that it was unknown if the valve did not fail prematurely.